Event description:
Boston scientific crm received information that during the follow up visit, this right ventricular lead displayed an exit block had occurred. A revision procedure was performed, this lead could not be successfully repositioned as the helix could not be extended. The lead was removed and replaced. No adverse patient effects were reported.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed in an attempt to determine the root cause of this event.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, a visual inspection noted the helix was retracted. Dried body fluid was present beyond the helix housing, indicating fluid had coagulated within the mechanism housing. Resistance and pressure testing were completed to assess the leads electrical integrity. Measurements throughtout these tests were within normal limits. Analysis could not confirm a reason for the reported clinical allegation of exit block. Analysis concluded that the clinical observation of the helix mechanism difficulty was the result of blood infiltration into the helix housing.